Event description:
It was reported that during interrogation, the pulse generator displayed -diagnostics cleared due to invalid data- message. The device remained implanted and the patient would continue to be monitored.

Event description:
New information (B)(6) 2014 notes the patient presented to clinic with - diagnostics cleared due to invalid data - for the second time. The diagnostics was cleared. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.